Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): partial lead was returned in segments, analyzed and no anomalies were found. It was also noted that all conductors were stretched, the inner insulation was kinked and buckled, the outer insulation was kinked and buckled, all insulation is torn, the outer insulation is breached/cut, the outer insulation has a cosmetic depression, the lead was stretched, there was apparent explant damage and a white substance was noted on the lead. Blood/body fluid was also noted on the proximal conductor (not obstructed) and the helix/lobe mechanism.

Event description:
It was reported the lead had high impedance and was fractured. The lead was previously capped and replaced, and it has now been fully removed. No patient complications were reported as a result of this event.